Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a couple of falls over the past couple of years prior to report and the patient¿s symptoms ¿had been going on for the last couple of weeks.¿